Event description:
This pump's display indicated that it had delivered 1 ml more than what was allowed in the 1 hr limit setting. The pump was also found to have solution remaining after the end of infusion alarm had sounded. No pt adverse events were reported. The pt's pain was well controlled, 1/10 pain level reported. However, this pump was exchanged for another, and it is being sent in for eval.